Manufacturer narrative:
G4: 05mar2020 b4: (B)(6)2020. H11: h6: corrections to results and conclusions code. The customer confirmed the unit is back in service but does not recall the repair actions taken to resolve the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 15jan2020 b4: (B)(6). The service technician confirmed the issue was resolved by replacing the front bezel and top cover. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14oct2019.

Event description:
The customer reported that the touchscreen was changing values up and down on its own. There was no patient harm was reported.